Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had had multiple pump error alarms. Customer stated that they were was just running a bath when the error started. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. Fill cannula was recorded in daily history. Customer performed self test and it passed. Customer stated that the pump error alarm did occur immediately after a battery change. Customer received battery failed alarm. Troubleshooting was performed and still the issue persist after battery was changed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.